Manufacturer narrative:
Submit date: 05/10/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lap sponge. The customer reports that 1 pack had 3 sponges instead of 5.

Manufacturer narrative:
The device history record (DHR) review could not be performed as the lot number provided by customer was not a valid one. There were no samples/photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the most possible root cause would be considered as human error since the counting process at the supplier is 100% manual counted. Manual counting is a repetitive operation which is easily to produce fatigue for operators/inspectors. As continuous improvement activities, the supplier will update their weighting process by adding an auto weighting machine to prevent human error. This complaint will be used for trending purpose.